Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on one lead. It was noted that the patient had a fall in october 2022. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.